Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2014. The stent was being placed to treat a malignant stricture. According to the complainant, during the procedure, the stent was partially deployed and the physician attempted to reconstrain it. However, the stent was not reconstrained and instead deployed prematurely in the patient. The physician left the stent implanted and completed the procedure with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) stent deployed prematurely. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.